Event description:
Customer reported device = 129 mg/dl. Customer was feeling shaky and sweaty. Customer called paramedics. Paramedics device = 40 mg/dl and treated customer with oxygen and a glucose IV. Paramedics admitted customer to the hospital. Customer recently lost a leg to diabetes. Controls were in range. A request was made for return product and replacement product was sent.